Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, poor lead measurements were exhibited following connection. It was reported that prior to device connection, all values had been acceptable. The lead was repositioned however the issue remained unresolved and the lead removed and replaced. Following new lead implant, all measurements with the original device were acceptable and the procedure completed with no resulting adverse effects. The attempted implant lead was discarded and will not be returned for analysis.